Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported one day post implant that the patient experienced extracardiac pacing stimulation. The patient also stated that the "device was pumping so hard it was making them jump out of the chair" and they were "not feeling well." The patient stated they "got another little episode was much less extreme, it wasn't quite gentle but they knew it was there and only lasted two minutes." The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.